Manufacturer narrative:
(B)(6). As reported, when the 7 fr. Vista brite tip xb 3.5 guiding catheter was removed from the packaging, the hub was noted to be broken. Another guiding catheter was used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis. No additional information was available despite multiple requests. The product hub was noted to be fractured/separated upon receipt for analysis. The product was returned for analysis. One non sterile unit of vista brite tip 7f .078 was received coiled in plastic bag long with an unknown y-connector; per visual analysis it was noticed the hub of the unit was received fractured and separated in two pieces, the separated piece was received inside of the y-connector thread. The catheter hub was inspected under vision system at the fractured area and a hair-like crack was observed from the thread fractured area until to hub middle part approximately also the received y-connector was attached to the catheter hub, the crack was more visible. Sem analysis was performed with the following results: through sem analysis a condition of brittleness in the hub material was identified, potentially contributing to the fracture of the hub. No evidence of discoloration of the material or mechanical damaged was identified through visual inspection. The crack in the hub had spread entirely through the wall thickness of the hub. A review of the manufacturing documentation associated with lot 16111805 revealed no anomalies during the manufacturing and inspection processes. The hub of the returned vista brite tip was confirmed to be ¿separated prior to use.¿ the root cause of this fracture could not be conclusively determined; however according to sem analysis results, a brittle condition was found at the luer hub fractured areas. Therefore this issue is considered as manufacturing related and an investigation has been initiated. Please note that this is the initial/final report for this file.

Event description:
As reported, when the 7 fr. Vista brite tip xb 3.5 guiding catheter was removed from the packaging, the hub was noted to be broken. Another guiding catheter was used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis. No additional information was available despite multiple requests. Addendum: analysis of the product indicated that the luer hub was fractured/separated.